Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 5110074 / 7078780.

Event description:
It was reported that the patient developed a back pain and an infection following a suture removal. The patient underwent a system explant procedure and was doing well postoperatively. The explanted device components were discarded by the facility. No further information has been obtained despite good faith efforts.